Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow up, noise was observed on the ventricular channel. The noise was correctly detected and hv therapy was inhibited. X-ray revealed no external damage on the lead. The physician was not able to reproduce the noise. The patient received no adverse consequences and scheduled for another follow up.